Event description:
It was reported that the patient received two shocks due to noise as seen on electrograms. Also noted were non-sustained episodes, which appeared to be due to noise. It was reported that the lead was explanted and replaced and that the lead was damaged during extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.